Event description:
Zoll customer support contracted a (B)(6) female patient to exchange her monitor. The pt's download revealed a abnormal shutdowns and service code 102 - charge profile fault. When speaking with the pt, the pt reported that the monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns/code 102/will not power on) was confirmed. The cause of the code 102, abnormal shutdowns and inability to power on is a shorted pld component (u1003). The cause for the shorted pld is excessive current. The cause for the excessive is detached high-voltage capacitors c19 and c21 on the defibrillator board. The root cause for the detached capacitors cannot be positively identified, but the damage likely resulted from the monitor impacting a hard surface root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the detached capacitors. The pt received a replacement monitor.